Manufacturer narrative:
The sodium electrode lot number is fwy 46, and the expiration date is 28-dec-2026. The potassium electrode lot number is gkt 45, and the expiration date is 22-feb-2027. The ise indirect na-k-cl for gen.2 lot number is gas 48, and the expiration date is 02-nov-2026. A field service engineer (fse) determined that the gear pump was malfunctioning and replaced it. All verification results were within specifications. Operational and/or mechanical checks passed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, ise indirect na-k-cl for gen.2, and potassium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial sodium result was 126 mmol/l. The repeat result on another cobas 8000 was 140 mmol/l. The initial chloride result was 97 mmol/l. The repeat result on another cobas 8000 was 107 mmol/l. The initial potassium result was 3.9 mmol/l. The repeat result on another cobas 8000 was 4.5 mmol/l. The sample was rerun because of a noise error on the first analyzer. The questionable results were not released outside of the laboratory.